Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device detects a saturation (spo2) above 3-4 % with respect to their other devices. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Event description:
The customer reported that the device detects a saturation (spo2) above 3-4 % with respect to their other devices. There was no patient involvement.